Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 20 parts were manufactured per specification and all raw material met specification. There was no in process scrap associated with this batch. There were no nc¿s or other deviations associated with this lot.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional, "attorney". (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 13 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to end stage osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to instability and loosening of the tibial component. The surgeon indicated gross loosening at the tibial tray/cement interface, and to the bone/cement interface, with synovitis likely related to the polyethylene wear and cement debris from the loose tibial component. He noted a well-fixed femoral component, though it was revised, and indicated osteolysis in the posterior condyles of the distal femur. The surgeon reported a well-fixed patella component, and this was not revised. The surgeon reported no intraoperative complications. The patient was implanted with a depuy revision system, and competitor cement. There were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018, (lt knee).